Event description:
Biomed reported a primary dopamine drip was running faster than the 3.8ml/hr, it had been programmed for and the tubing was noted to be stuck together. Nurse reported that the pt was in normal sinus rhythm and having difficulty obtaining an spo2 reading but otherwise fairly stable haemodynamically on vasopressin at 0.02units/min and levophed at 5mcg. Dopamine was started at 1900 at 1.5mcg/kg/min for renal perfusion. The nurse noticed that the drops in the drip chamber of the dopamine were going faster then programmed (3.8ml/hr) at around 2100-2115. The nurse roller clamped the dopamine, opened the door and found the tubing stuck together. The nurse pulled the tubing out, massaged it and replaced it. The nurse reported the drops then seemed appropriate for the amount programmed. New cassette, tubing and dopamine were changed out. When the nurse removed the bag and tubing, there was approx 20-30ml left. The dopamine was programmed at 400mg/250ml, but the weight that was programmed is unk. The nurse also reported infusing vasopressin and increasing the ativan infusion rate, but it is unclear whether these actions were taken before the dopamine issue was noted or in response to the dopamine issue. Statement from nurse regarding effect to pt is as follows: "the clinical effects on the pt were, increased hr, increased bp, increased rate of breathing requiring sedation. Spo2 was in the 70's when I first entered the room around 2045-2100. Pt required increased o2 requirement. Abg's x3 total were drawn. The pt's poor saturation was what initially brought me into the pt's room and the abg's were done because of that." Programming: dompamine at 3.8ml = 1.5mcg/kg/min, vasopressin at 0.02units/min, levophed at 5mcg/min, amiodarone at 1mg/min.

Manufacturer narrative:
(B)(4). The device have been received. A f/u will be sent once the investigation is complete.